Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tip separation occurred. The target lesion was located in the proximal right coronary artery. A 15/3.50 flextome® cutting balloon® was used for dilatation. During preparation, it was noticed that the protective shield would not come off. It was also observed that the tip of the balloon separated from the shaft of the catheter. The procedure was completed with a 3.5 x 10 unspecified cutting balloon. The device never entered the patient's body and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The balloon protector cap was returned over the balloon. The proximal blade sections were exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was within specification. Marks were present on the exterior of the balloon protector at 5mm distal to the proximal end of the balloon protector. This damage was possibly due to the use of a tool by the physician during an attempt at balloon protector removal. A visual examination observed that the midshaft was detached at the guidewire exit port and was stretched for a distance of 0.5mm proximal to the break. The outer was kinked at 35mm proximal to the tip. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon tip separation occurred. The target lesion was located in the proximal right coronary artery. A 15/3.50 flextome cutting balloon was used for dilatation. During preparation, it was noticed that the protective shield would not come off. It was also observed that the tip of the balloon separated from the shaft of the catheter. The procedure was completed with a 3.5 x 10 unspecified cutting balloon. The device never entered the patient's body and the patient's condition was fine.